Manufacturer narrative:
Evaluation summary: no sample is expected for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The root cause cannot be determined conclusively. (B)(4).

Event description:
A surgeon reported that approximately three months following lasek surgery, the patient presented with a corneal opacity in both eyes. The patient continues to be treated with topical steroid eyedrops. Additional information has been requested. There are two medical device reports associated with this event. This report is for the right eye.